Manufacturer narrative:
The patient required no further intervention for the blood loss and was sent home. A gambro technical services (gts) inspected the machine: he simulated a treatment and during the simulation he caused a venous pressure low alarm by unclamping the venous line on his test cartridge. The machine alarmed properly when it reached the 40-mmhg difference in pressure. The service technician created the alarm five times successfully. He could not duplicate the reported condition of no low venous alarm. The machine met the MFR's specifications. No corrective action was taken. The customer was informed that the venous pressure would have been needed to decrease more than 40 mmhg to cause a venous pressure alarm, as reported in the phoenix operator's manual, section 1 - general discription. The venous pressure recorded in the treatment log range between 150 and 180 mmhg. Arterial pressures range from - 160 to -200 mmhg. The phoenix operator's manual reports the following two warnigns: warning #01: "improper connections of the extracorporeal circuit may cause potential pt safety hazards, that might not be detected by the machine: for instance, hemolysis caused by kinks, clamps or other restrictions on the blood line, blood loss to the environment/air into the blood circuit due to leakage in the extracorporeal circuit." (Refer to introduction, page viii and section 5 - dialysis operation, subparagraph 5.2 extracorporeal circuit preparation.) Warning #02: "monitoring of the venous pressure could not always detect the disconnection of a venous needle from its access site, which may result in extracorporeal blood loss to the environment. When a venous needle disconnects from its access, pressure at the venous monitoring side may only decrease by the pressure maintained within the pt's access site. This pressure drop may be less than the width of the machine's venous pressure alarm window: in this particular case the disconnection of a venous needle from its access site is not detectable by the machine, even if pressure alarms and alarm windows are properly set. To reduce the risk of needles disconnection, ensure that needles are firmly secured to the access site area. Moreover the venous pressure alarm lower limit should be set as closely as practical to the actual value without generating excessive nuisance alarm." (Refer to introduction, page xxxi and section 90 - specifications, subparagraph 9.2.7 - detection of extracorporeal blood loss.) In 2005, gambro dasco made a human factors eval study. The purpose of "human factors" study is to get a deeper understanding for the venous needle dislodgement issue from an end user perspective with respect to (I) the existing warnings on the operator's manual and (ii) evaluate any modification to ensure our message is effectively communicated to the user, including revised warnings and developing "user friendly" training material.